Event description:
Related manufacturer report numbers 1627487-2021-01550, 1627487-2021-01551. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2021-12949, 3006705815-2021-01582, 3006705815-2021-01583. Additional information revealed that the patient's drg system was explanted previously in 2021 (date unknown), and the scs system was explanted on (B)(6) 2021. Both systems were explanted due to ineffective stimulation.

Manufacturer narrative:
Correction: section d7 - the explant date should have been blank (new date) rather than 02/11/2021 (old date).